Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got the error message "internal device has lost all data, contact clinician end session." Patient services reviewed that the device has reset, and they will need to see their hcp for reprogramming. Additional information was received from the hcp. They needed help turning on the device. The patient still saw "data has been lost" screen. Patient services reviewed that the rep should be called in order to reprogram the device.